Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. The customer went to the emergency room and was ultimately hospitalized with diabetic ketoacidosis (dka) due to the high bg. Customer was treated with correction bolus via the pump and intravenous insulin to resolve the high bg. The customer indicated that the elevated bg occurred because the pump battery depleted faster than expected, resulting in a pump shutdown during the night. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the battery depletion rate was within normal parameters based on the settings and usage rate, and instructed the customer to charge the pump for approximately 15 minutes per day. Customer acknowledged. Customer was released from the hospital on (B)(6)2018 with the issue resolved.